Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Risks associated with the reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product: regenerex series-a patella 3 peg, cat#: 141358 lot#: 232630. Biomet knee system modular finned stem with screw, cat#: 141314 lot#: 584160. Regenerex primary tibial tray with locking bar, cat#: 141275 lot#: 220440. Vanguard cr femoral component, cat#: 183070 lot#: 601330. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05065, 0001825034-2017-05066, 0001825034-2017-05067, 0001825034-2017-05068, 0001825034-2017-05069. Remains implanted.

Event description:
It was reported that the patient has occasional pain and cramping in the left knee. Attempts have been made and no further information has been provided.